Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on 3/24/2017 - voicemail, 3/27/2017 - phone, 3/27/2017 - voicemail. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. The clinician reportedly cycled power and completed the case with no further reported complaint. There was no reported patient injury.